Event description:
It was reported that balloon rupture occurred. The target lesion, which was stenosed by more than 80%, was located in the mildly tortuous and moderately calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced to the lesion and inflated. However, during the initial inflation at 18 atmospheres for less than 30 seconds, the balloon ruptured. The device was subsequently removed, and the procedure was completed successfully without any reported patient complications.